Event description:
It was reported that the customer experienced a high blood glucose (bg) level that was "high" per continuous glucose monitor readings. Reportedly, the pump had shut down due to normal battery depletion. High bg was addressed with a correction bolus.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.